Event description:
It was reported that around two weeks ago, her implant began to fade in and out and then starting (B) (6), 2009, it stopped working completely and the pt was no longer able to hear any sound. She tried exchanging all her external equipment, but with no success. She reports no adverse events around two weeks ago, and report no pain from the implant. Testing was carried out which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.